Event description:
It was reported the pt's ipg was unable to communicate with external devices. The pt's son indicated the pt had stopped using her scs sys for a few months because she was hospitalized. The reason for the pt hospitalization was not provided.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.